Event description:
The company was made aware that the pt was experiencing infection due to trauma and swelling and was treated with antibiotics (type unk). Surgery to explant the pt's device is already under consideration due to the pt's performance issues. Advanced bionics is in the process of gathering more info.